Event description:
It was reported that during a da vinci rectopexy procedure, when the surgeon fired the endowrist stapler 45 instrument with a stapler 45 blue reload installed, system error code 32075 occurred indicating that the blade on the endowrist stapler 45 stapler reload was exposed and the instrument ceased firing. After recovering from the system error fault it was discovered that the staple line was incomplete, partially cut and bowel content was leaking. The instrument was removed and a replacement stapler 45 blue reload was installed to complete the surgical task. Prior to contacting intuitive surgical, inc. (Isi) for technical support assistance and after completing the surgical task the surgeon made the decision to complete the surgical procedure using mini laparotomy techniques. No patient harm was reported. On (B)(4) 2014, the isi clinical sales representative (csr) reported this complaint. According to the csr, he was present during the surgical procedure. The issue occurred during the surgeon's first fire across the patient's sigmoid colon. Prior to firing the endowrist stapler 45 instrument, there were no issues noted, as the 1st smart clamp passed and tissue bunching was not observed. The csr indicated that as part of the surgical procedure, the surgeon intended to perform a mini-laparotomy to remove the specimen at the end of the procedure; however, due to the bowel leakage after the incomplete stapling occurred, the surgeon made the decision to perform the mini-laparotomy earlier than intended to remove the bowel content from the surgical area. The csr indicated that prior to clamping the patient's colon; he and the surgical technician observed that the surgeon had not examined the posterior side of the patient's colon to ensure that all of the intended tissue that was to be transected was inside of the grips of the instrument. The surgeon was able to correct the issue by creating a 2nd staple line distal to the first staple line. The affected tissue was tissue that was being removed as part of the surgical procedure.

Manufacturer narrative:
The investigation performed by the isi field service engineer confirmed that system error code 32075 occurred; however, upon inspection of the system, there were no issues noted that caused or contributed to the issue experienced by the site. The endowrist stapler 45 instrument and blue staple reload were returned to isi for failure analysis investigation. The site's system logs for the reported procedure date confirmed that system error code 32075 occurred; however, failure analysis investigation was unable to duplicate the error code 32075 experienced by the site. The instrument installed on an in-house motor pack and is3000 system found that the instrument fired without any issues noted. The instrument did not exhibit any damage. The stapler 45 blue reload was also returned for failure analysis investigation. Evaluation found that the blade was exposed. No other damage was found. This complaint is being reported due to the following conclusion: during a da vinci rectopexy procedure, the patient's bowel was partially sealed and cut after the endowrist stapler 45 instrument ceased firing, causing bowel content to leak into the patient. This